Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The customer reported that the device, 60-2450-120, system 2450, 120v, was being used during a t&a tube, frenotomy procedure on (B)(6) 2022 when it was reported ¿patient incident. Patient mouth was burnt. No permanent damage. Want unit look at¿. There was no report of malfunction with the system 2450. During further assessment questioning the reporter, when asked, did not believe that there was any malfunction of the system 2450. Information regarding the accessory device used with the system 2450 was not disclosed. The settings of the device were 15/15 and the device had been in use for 10-minutes at the time of the event. The patient was diagnosed with a partial thickness burn and was treated with silvadine cream and plastic surgeon consultation. The patient is currently listed as ¿stable¿. There was no extended hospitalization for the patient. This report is being raised on the basis of injury due to partial thickness burn (2nd degree burn).

Manufacturer narrative:
Evaluation of the device found the blend, spray and macro indicator leds blink, the front bezel or front cover was broken/ cracked/ discolored, and the control panel is damaged and does not work properly. It was also found that the unit needed a hardware and software upgrade. The manufacturing documents from the device history record have not been reviewed because the device has been in the field greater than 12 months. The service history was reviewed, and no prior relationship to this complaint was found. A two-year review of complaint history revealed there has been a total of 22 complaints, regarding 22 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to minimize the risk of burns when adapting accessories, use only conmed bovie-style adapters (cat. Nos. 60-0823-001 and 60-6790-001). It is important that the instructions supplied with this equipment be read, understood and followed in order to ensure safe and effective use of the equipment. The system 2450 is capable of causing physiological effects, including burns to the patient or operator. Only properly qualified and trained operators should perform electrosurgery. The operator and their support personnel must be diligent in assuring that the esu is properly configured and that proper settings are used. The esu must be in a location that assures that the operator or their sup-port personnel can readily verify the settings. The system 2450 is capable of causing physiological effects, including burns to the patient or operator. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-2450-120, system 2450, 120v, was being used during a t&a tube, frenotomy procedure on 9mar22 when it was reported ¿patient incident. Patient mouth was burnt. No permanent damage. Want unit look at.¿. There was no report of malfunction with the system 2450. During further assessment questioning the reporter, when asked, did not believe that there was any malfunction of the system 2450. Information regarding the accessory device used with the system 2450 was not disclosed. The settings of the device were 15/15 and the device had been in use for 10-minutes at the time of the event. The patient was diagnosed with a partial thickness burn and was treated with silvadine cream and plastic surgeon consultation. The patient is currently listed as ¿stable¿. There was no extended hospitalization for the patient. This report is being raised on the basis of injury due to partial thickness burn (2nd degree burn).